Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-06280. It was reported that patient has not used the system for more than 3 years. Patient was not getting effective therapy when it was operable. As a result, surgical intervention was undertaken where in the scs system was explanted.